Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced two occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was unknown, however the phm was replaced to correct the observed condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). If any additional information is received, a follow-up MDR will be sent.